Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the monitor displayed the service code when a belt was connected. The cause for the service code was isolated to a shorted u1004 component on the computer/analog pca. Additionally, components r16, r17, and r46 on the computer/analog board were found to be thermally damaged. The root cause for the defective u1004 component could not be positively identified. The root cause for the thermally damaged components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was displaying service code 204: belt/monitor unusable.